Event description:
The following description of the event was copied from a carefusion customer feedback form submitted on behalf of the user facility by (B)(4) and forwarded to carefusion in (B)(4) via e-mail. "The respirator avea stopped "growing" while there were on patient on wednesday, (B)(6), at about 3 pm in the intensive care unit. The patient was not more than a saturation 50% of o2 when the present nurse noticed the problem. The respirator did not apparently produce alarm. No clinical consequence, the presence of the nurse in the room allowed a fast intervention. In the absence of the nurse, the consequences would have been able to be heavier."

Manufacturer narrative:
On (B)(4) 2013, carefusion sent a questionnaire to (B)(4), to be forwarded to the user facility seeking additional information on the reported event including the condition of the patient. As of (B)(6) 2013, there has been no additional information received in response to that questionnaire. Neither the foreign user facility nor the foreign distributor submitted a user facility/importer to the MFR. Event codes were derived based on information provided by the foreign distributor. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab tech evaluated the device and was able to reproduce the report of the device stopped "growing" (not cycling). The carefusion failure analysis lab tech was not able to reproduce the report of no alarm. The device's audible and visual alarms functioned each time an alarm condition was initiated. The carefusion failure analysis lab tech determined that the cause of the device's failure was that a component on the power driver pcba had failed. The carefusion failure analysis lab tech recommended that the power driver pcba be replaced. The device has been routed to the carefusion factory service department for repair. Once the carefusion factory service department receives approval to repair the device, they will replace the power driver pcba. The device will then be run through a complete calibration and checkout to ensure that it meets all factory specifications. Once this is completed, the device will be shipped back (B)(4), so that they can return the device to the user facility ready to be placed back into service. A review of the carefusion complaint system for the past 12 months resulted in zero like failures (same failure mode and root cause), thus carefusion considers this to be an isolated incident.